Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer at the back right was off the track, with wiring visible. The drawer was recoverable at the time; however, it failed again with each use. The refrigerator was difficult to open and felt similar to rusted hinges on an old gate. The cause of the issue was unknown at the time of assessment. The field service engineer (fse) replaced the auxiliary 2 extended half-height drawer due to faulty rails. Testing was performed and passed successfully. The technician reloaded the previously unloaded medications. No issues were found with the refrigerator. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half-height cubie drawer at the back right was off the track, with wiring visible. The drawer was recoverable at the time; however, it failed again with each use. The refrigerator was difficult to open and felt similar to rusted hinges on an old gate. The cause of the issue was unknown at the time of assessment. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.